Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter was delivered damaged during shipping. Was noticed that the package was compromised. Procedure is reported as not completed. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, it was observed that the outer packaging was damaged. The box was subsequently opened to have a closer look at the sterile packaging. The sterile packaging was unopened and undamaged. However, it was noted that the catheter tray was damaged inside of the sterile packaging. The complaint was confirmed through analysis.

Event description:
It was reported that a farawave 35 mm was delivered damaged during shipping. Was noticed that the package was compromised. Procedure is reported as not completed. No patient complications occurred. The device has been returned.